Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited loss of capture at 2.6v @ 2.0ms. Capture was questionable at 5.5v @ 0.5ms. The patient reported feeling pain during the right ventricular threshold testing. During the lead revision procedure, a pericardial effusion was observed, but no additional treatment was performed. The lead was not able to be repositioned, as it could not be re-advanced. The lead was explanted and replaced with another boston scientific defibrillation lead.